Manufacturer narrative:
Inspected system and found the mother board causing the failure. System stopped at the cmos and memory upon boot up using the debug monitor. Performed a complete sbc kit replacement, image processor pcb and hdd. Flashed all persistant and program nodes..also reloaded all cal files. Tested all functions on system. System operates as intended. Esd inspected and functional.

Event description:
The customer reported, neither the left nor right monitors will turn on the 6800 system. No patient injury.